Manufacturer narrative:
(B)(4).

Event description:
The customer reports that while inserting the dilator into the sheath, there was no resistance and was inserted smoothly. However, the dilator tip portion broke during insertion. The doctor used another device and successfully completed the procedure.

Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator sheath assembly. Upon return, the dilator hub was broken off from the dilator body. The dilator portion containing the dilator hub was not returned. The sheath tip and hub appeared typical. Under microscopic examination, the dilator was observed to be white at the separation point, indicating stress. The outer diameter of the dilator body was found to be within specification. The portion of the dilator body that was returned was able to pass through the returned sheath with minimal resistance. A device history record (DHR) review could not be performed as no lot number was provided. The instructions for use (IFU) warns not to apply excessive force while removing the sheath/dilator. If withdrawal cannot not be easily accomplished, the cause should be determined using fluoroscopic guidance and further consultation should be requested, if necessary. The reported complaint that the dilator hub separated was confirmed based upon evaluation of the returned sample. The dilator body was returned separated from its hub. However, the dilator portion containing the dilator hub was not returned. The dilator's body point of separation was examined microscopically, and the appearance of the surface was rough and whitish. Though the white appearance indicates stress, complete verification testing could not be performed without the dilator hub. The portion of the dilator that was returned was able to pass through the returned sheath with minimal resistance. Without both pieces of the dilator available to evaluate, the probable cause of the dilator hub separation could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that while inserting the dilator into the sheath, there was no resistance and was inserted smoothly. However, the dilator tip portion broke during insertion. The doctor used another device and successfully completed the procedure.